Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to diabetic ketoacidosis and high blood glucose on (B)(6) 2018 with blood glucose of 800 mg/dl. The customer's current blood glucose 63 mg/dl. The customer did not experience any symptoms as a result of high blood glucose. The customer was treated with an insulin drip. Troubleshooting was done for high blood glucose and under delivery. The customer was off the pump prior to hospitalization for less than 48 hours. The insulin pump will not be returned for analysis.